Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump lost meter, frozen display and received stuck button alarm. The customer blood glucose level was unknown. Customer reports the time clock does not advance. Customer reports the screen was not completely blank of insulin pump. The customer declined troubleshooting. The device will be returned for analysis.